Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It has been reported that the intra-aortic balloon (iab) unwrapped as it was being taken out of the package. On (B)(6) 2011, additional information was emailed to the complaint management department from the director of cardiac care (B)(6): a meeting concerning the complaint occurred on (B)(6) 2011. According to the head of the cardio surgical department: pre-op iabp therapy, the iab was inserted via the patient's right femoral artery. The insertion of the needle and spring wire guide (swg): ok. The teflon sheath insertion was ok, according to the prof., "the catheter got stuck inside the sheath and was impossible to withdraw. So the swg, sheath and catheter was pulled back" (removed from the patient). "Later on, a datascope (50cc iab) was implanted directly inside the descending aorta via a vena saphena graft. The insertion was between the second and third right inter-costal space." Per the prof., "the next day, they observed that the right femoral artery was obstructed by a blood clot. This thrombosis was surgically removed. The patient also had kidney dysfunction and finally died." Another meeting with the op head nurse. The following information was given to the director cardiac care (B)(6): the deformation of the dilator occurred after being inserted in the right femoral artery. The dilator was split and deformed. The rn stated that "no extreme force was used by the md and finally they could insert the dilator and sheath; however, the prof could not insert the catheter because it was stuck in the sheath. They performed a surgical implantation directly into the aorta." The director cardiac care (B)(6) also met with the chief physician and according to the md, "this patient had severe arteriosclerosis with calcifications. These calcifications provoked the deformation of the dilator. It was not a product failure, but purely related to the patient's condition." The med also stated "the iab was already partial unwrapped because some air went into the balloon before it was inserted inside the sheath." The md could not confirm if a vacuum was pulled while prepping this iab prior to removal from the tray. The md said, "they tried to wrap it before the insertion, but this was not sufficient to prevent that it got stuck in the sheath." "Another fact that the catheter got stuck in the sheath was related to these calcifications and the tortuous morphology of the femoral artery." The director cardiac care (B)(6) also met with the cardiac technical support intensivists. According to the intensivists, "after removing the catheter, sheath and swg from the patient, all of the instruments were kinked at different spots." They suggested that "this iab might have been too rigid for this patient."